Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Event description:
Clinical rationale: a 44-year-old female with cardiomyopathy underwent implantation of an impella 5.5 device via the right axillary/subclavian artery using a surgical approach on (B)(6) 2026 at 2:55 pm. After transfer to the ICU, a small, non-expanding hematoma was noted near the impella insertion site. Based on the available information, the small access site hematoma did not expand, required no intervention, and the patient remained clinically stable. At this time, there is no evidence that the impella device directly contributed to the event; however, a definitive attribution cannot be made due to several unknown factors. The patient remains on support at the time of reporting.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
D6b: updated explant date.

Manufacturer narrative:
Section d1 brand name corrected. Hematoma/asae: the cause of the injury was not determined due to insufficient clinical details.